Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. Corrected field - e1, e2, e3, e4, g2, h6(component codes).

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) does not finish its initialization, the screen keeps trying to communicate with the execute board and fails in sequence after 3 attempts, characters are disappearing on the display.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported by getinge technician that the cardiosave intra aortic balloon pump (iabp) had an issue in which the system failed to complete its initialization sequence during a routine check. The screen repeatedly attempted communication with the execute board and failed after multiple attempts, with characters intermittently appearing on the display. No patient involvement

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d9,d10,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code,impact code, conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the screen attempts to communicate with the execute board and fails in sequence after three attempts. Charters appear on the display. Spiral cable continuity was tested end to end; cable is ok. Replacement of the video generator board was recommended. The pim module is broken, likely due to impact are requires replacement as well. Additional parts and tests not performed because the device does not enable or enter service mode. Device was not released for use. The problem has not yet been resolved as we are waiting for the customer to purchase the parts quoted by the technician, the record will be updated when this information becomes available.